Event description:
Pt brought to operating room for lap chole. During the procedure, two reddick screws broke during normal use. Components of screw were removed from the patient and returned to materials management office. Two add'l screws were opened after the first two failed. Case is proceeding without further incident at this point. No pt problems.

Manufacturer narrative:
We were not able to evaluate the device and confirm the failure since the devices were not returned by the hospital. We are not conclusive regarding the root cause of the failure. Please note, that this type of the device failure happens under direct vision and the broken pieces could be easily removed by the physician without any problems for the patient. The lot history records review for last six months did not reveal any discrepancy to the complaint event during either the mfg or the packaging process. However, we did make our manufacturing associates aware of this problem, and we have changed our mfg process and implemented 100% in-process inspection for the screws to prevent this problem in the future (B)(4).